Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited a battery voltage of 2.64 volts and a charge time measurement of 22.5 seconds after 47 months of implant. To date, no adverse patient effects were reported with this clinical observation. Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Event description:
The device was later returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.